Event description:
Received customer medwatch report which states: "lipid tubing cracked and leaking after infusing for 5 hours. Staff deny tubing caught on anything or was rolled over by IV pole. Pharmacy notified, new lipid bag received and infusing. Patient receiving lipids at rate of 1.78 ml/hr." There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.